Manufacturer narrative:
The main device, other components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, it was reported that the patient had not been able to get a bolus since (B)(6) 2018. According to the hcp, they are seeing the searching screen on the patient's personal therapy manager (ptm). The hcp retrieved the three ptm report prior to decoupling and recoupling the patient's pump. The hcp reported that, even after recoupling, they were still seeing the searching screen. A different ptm was coupled to the pump as well and it was experiencing the same issue. However, the physician could use their physician programmer to communicate with the pump. After requesting a bolus, the request was successful. The issue was considered resolved following troubleshooting. It was later reported that the cause of the ptm issues was that the pump was flipped. The patient's pump was manually flipped over and the patient was given an abdominal binder. It was noted that the patient's pump was only sutured in two places. The issue was considered resolved. No symptoms were reported. No further complications were reported.